Event description:
The stent was successfully deployed at the recurrent basilar artery aneurysm neck, spanning from the basilar artery to the p1 segment of the posterior cerebral artery (pca). Angiography taken after the last coil was placed into the aneurysm, revealed thrombus in the proximal p1 pca segment. This was effectively treated with 17mg of reopro and 2 units of retavace given intra arterially. The patient was then given "0.125mcg/kg/hr" for twelve hours of reopro intravenously. A further angiogram taken two days post procedure revealed complete resolution of the thrombus and no residual filling of the aneurysm. Three days post procedure, the patient experienced upper right extremity weakness. An MRI scan revealed a small cervical cord stroke that the physician believed was related to the procedure, but not to the stent. The patient was reported to have permanent mild weakness in the right upper extremity.